Event description:
The hospital reported that during preparation for multiple coronary artery bypass graft procedures, sixteen heartstring seals cracked while loading into the delivery tube. No information on the number and the dates of the prodcedures was provided by the hospital. The hospital did not report any patient complications for any of the procedures.